Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
When finishing up orif of distal femur procedure using liss system, the surgeon noticed that approx 1" of the 324.033 instrument had broken off in the bone. This was confirmed by x-ray. The surgeon was unable to retrieve the broken piece and it remains in the bone. The broken instrument was noticed by the surgeon as he was removing the instrument.